Event description:
Surgeon advised that during a surgical procedure to treat a right hip fracture, the head of the helical blade coupling screw broke off intraoperatively and after it was removed from the helical blade (lot#5412310), it was noted that approx 2mm of the tip end broke off and remained in implant.

Manufacturer narrative:
No eval could be made, no conclusion could be drawn as no device has been returned.